Event description:
It was reported that the ilet user switched from steel to teflon infusion sets and was unable to deploy the infusion set using the spring-loaded inserter, which suggested the infusion set was deployed incorrectly. Troubleshooting and education were provided on proper spring-loaded insertion, and no alerts or alarms occurred. No reported symptoms or clinical effects. Outcomes included no reported impact to health or care. Investigation included user interview and device use troubleshooting focused on deployment technique. Investigation of this case revealed user technique issues related to infusion set deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to insertion technique.